Event description:
A customer reported experiencing cartridge alarm 29 during the pump's loading process. There was no adverse impact on the customer's blood glucose level, remaining below 500 mg/dl. Tandem technical support decided to replace the pump and provided the customer with necessary instructions for returning the faulty pump. The customer was informed about receiving a new pump with updated software and was advised on various steps, including using a backup therapy through mdi to avoid insulin delivery interruptions, understanding storage mode, and instructions for the new pump upon arrival.